Event description:
It was reported that the device had internal serial number (B)(6) mismatch. There was no reported patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 annex g: (B)(6) additional information: device available for evalution?, returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c16 annex d: d03 annex g: (B)(6) a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of internal serial number (B)(6) was confirmed. On 18-mar-2025, lvp device was received unboxed and with paperwork. External serial number does not match the internal serial number confirming the stated problem. Device to be returned to san diego repair center for normal processing. Recommended bd san diego repair center to flash the internal serial number to the external serial number. Failure investigation report attached to sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had internal serial number (B)(6) mismatch. There was no reported patient involvement.